Event description:
The customer contact reported inaccurate delivery. The device was returned to the biomedical engineering department with a note that stated, "not delivering appropriate dose. Set to deliver 2 mg every 15 minutes with a 30 mg lockout, 4 hrs usage. Patient use showing "odd" numbers 18.5 for shift usage. Have cleared the pump for the second shift usage with 7.4 mg at 0900h. When the patient used the pump it delivered 2 mg usage as appropriate. As usage progresses, contained decimal with a total second shift usage of 14.3 with 2 mg dose should be given." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information wa provided.

Manufacturer narrative:
Testing and investigation found the device delivered less than expected. This is due to a broken motor assembly. The cause of the broken motor assembly could not be determined. The device history was downloaded at the service center. A review of the history indicates that on (B)(6) 2012 between 1901 and 1903, the device was powered on, totals cleared 1.9mg, history cleared, 2 check syringe alarms, 2 check injector alarms, confirm morphine pf 1mg/ml, and device was programmed in the pca only mode, with a 2mg pca dose, a 15 minute pca lockout, a 30mg four hour limit, settings confirmed and door locked. Between 1956 and 2313, there were five 2mg pt initiated pca deliveries, one unmet demand, malfunction alarm (630/13d5), and one partial 0.5mg pt initiated pca delivery, device powered on, bar code not read alarm, new pat not selected, check vial alarm, check syringe alarm, check injector alarm, confirm morphine pf 1mg/ml, settings retained and confirmed, and door locked. At 2340, 2mg pt initiated pca delivery. At 0000 new day stamp (B)(6) 2012. Between 0011 and 0254, three 2mg pt initiated pca deliveries, one unmet demand, door opened, shift clear, 18.5mg, and door locked. Between 0355 and 0459, one 2mg pt initiated pca delivery, malfunction alarm (630/13bf), one partial 1.4mg pt initiated pca delivery, powered on, door opened, 2 bar code not read alarms, check settings alarm, check vial alarm, 2 check syringe alarms, check injector alarm, new patient not selected, confirm morphine pf 1mg/ml, settings retained and confirmed and door locked. Between 0622 and 0746, two 2mg pt initiated pca deliveries, shift clear 7.4mg, check settings alarm, door opened and locked 3 times. Between 0917 and 1240, low battery alarm, three 2mg pt initiated pca deliveries, empty syringe alarm, and 1 partial 0.9mg pt initiated delivery. Between 1243 and 1332, door opened 4 times and locked 3 times, 2 check injector alarms, check syringe alarm, check setting alarm, 2 confirm morphine pf 1mg/ml, 1 settings retained, shift clear 6.9mg, and pump powered off. Review of device history indicates that device delivered as programmed.